Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it can be presumed that a cable failure occurred due to abrasion caused by use, resulting to the image no longer being displayed. However, the root cause could not be identified. It is likely that cable unit failure occurred due to general wear of the device. It was highly recommended to replace the cable rl091000. Olympus will continue to monitor field performance for this device.

Event description:
A distributor reported to olympus that the image did not appear. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was cancelled. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a damaged cable. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.